Manufacturer narrative:
The broken device reported was likely the result of wear due to years of surgical use and/or manipulating the retaining ring possibly during cleaning, which led to the disassembly of the broach locking pin, lever, lever pivot pin, retaining ring and compression spring. The design has been updated to replace the lever pivot pin and stainless-steel retaining ring with a lever pivot rivet to improve the robustness of the design.

Event description:
It was reported that the springs on the locking mechanism of the broach handle have broken. This has happened over time by heavy strikes with the mallet and careless behavior in central sterile. The springs and locking mechanisms are damaged on the handles. No other information provided.